Event description:
I was given a tubal ligation using filshie clips. Two on each side following an emergency c-section. He also used staples which I was allergic too. I have a severe metal allergy, & have had issues ever since I woke up. I now have lupus as of last week. My hip bones are deteriorating which my physical therapist told me would happen due to nickel-allergies. I can't control my bladder anymore. My hormones are messed up. I have a tumor that comes and goes in the back of my of my right leg. I have nerve damage. I have lost quality of life I can't barely bend over or move without feeling like being stabbed and no one will tell me if these clips are even still in place or floating around damaging whatever they can. I'm on way too much medicine and really just getting worse. Enough is enough. Too many people are suffering. Please take these off the market before they take somebody's life. My doctor did not discuss this procedure or the side effects nor even care that I am allergic to metal. I have proof and asked my gynecologist to remove them and do the tie and cut or whatever. I have come to terms with maybe having to have a hysterectomy at (B)(6) if that saves my life and my joints. If it saves me from losing the function of my organs and the pain I have been in for almost 3 years. Which is way too long. If it saves me from having to take medicine I will do anything to have these taken out. Doctors are putting these in women and refusing to remove them even when it is deemed medically necessary. I am having to jump through hoops and drive to town after town to specialist because I am perfectly healthy human who has been violated and abused. It is illegal for a doctor to put medical devices in you without you signing to have something left inside of you especially something you are allergic to and basically destroy your body from the inside out and your life.. I am a single mother of 3 children who need their mommy. I want to live. I did not sign for this doctor to use titanium filshie clips and leave them in my body which I know a lot of other women suffering as well. I am in facebook groups #stopfilshieclips where too many women are suffering together searching for help or relief from these monsters. Have you watched the bleeding edge? Do you know the damage that metal can do left inside your body? Who and why would anyone approve this? And once shown they are making women sick, making us disabled and causing us to basically lose our lives and suffer while still living our bodies and shutting down. It's not fair. Women are flying to (B)(6) and paying thousands of dollars to have these taken out. Using their tax refunds to have these removed. Begging doctors to take them out only to be told, "it's too dangerous" or have a doctor hang up or walk out because they can't and won't help us. When did money become more important than health? How do you call yourself a doctor when you are not helping your patients when you can, because the insurance company won't pay without a medical necessity and once again still be refused. To be diagnosed with deteriorating hips after hoping it was just the lupus which I did not have until 2 years ago is not fair. I can only imagine what these metal clips have done to the inside of my body because I am usually broke out in hives and on so much medicine. I have medicine drawers and cabinets of all kinds of medicine that I shouldn't even be taking and wouldn't be taking had my gynecologist not used filshie clips to tie my tubes without my consent or giving me my options. Discussing the sides effects. I do not know why or how these were approved, all I know is that a lot of women are suffering because of them, I am just one more that is begging for help. To be heard and have these removed from the market. Please help us. Recall the filshie clips and make it mandatory for them to be taken out and let me have my life back. My babies need me.